Event description:
Blood was hung and began coming out a hole in the blood tubing. A 2-5ml lost. Counts h and h 6.0/20. Staff nurse started to give blood transfusion, noted blood coming out of tubing. Stopped transfusion and immediately.